Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and feedback from field service engineer (fse), the device returned to normal. Since no further information was available, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, abnormal image exposure, suspicion of light and shadow problems on the visera elite xenon light source. The facility finished the procedure with the same device and no delay was reported. There were no reports of patient harm associated with this event.